Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because a vial with 5 used strips was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received results of 157 mg/dl, 216 mg/dl, 147 mg/dl, 146 mg/dl, and 322 mg/dl all within 10 minutes on the aviva ii system. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.